Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). The following information was requested, but unavailable: the patient demographic info: age, weight, bmi at the time of index procedure, date and name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? What are the patient comorbidities/concomitant medications? Were any concomitant procedures performed? Onset date/time of the pain from surgery. Location and character of the pain? Please provide date and surgical findings of the re-operation. Product code and lot #. What is physicians opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was requested that a patient underwent a sling procedure on an unknown date and the mesh wash implanted. It was reported that the patient had chronic pain post mesh insertion and was referred for total mesh removal that was performed on (B)(6) 2021. Additional information was requested.